Event description:
A patient developed an abscess in the nasolabial folds one month after being injected with cosmoplast. The patient was referred to another physician who allegedly prescribed oral antibiotics.